Event description:
The customer reported having low blood glucose. The customer stated that the paramedics were called and treated him. Troubleshooting was performed. Verified the bolus history, amount of insulin, and daily totals. The daily totals were off over 10 units per day, but not every day. Found that the customer pre-fills the reservoirs. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.